Event description:
It was reported that the device had error code 46440. There was no patient involvement.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found the device in good condition. A review of the event history log confirmed error code 46440. During the functional testing, the customer reported issue was able to be verified. The cause of the issue was found to be a faulty dso sensor. The dso sensor was replaced as well as the seal and bezel.